Event description:
A malfunction alarm was reported with the malfunction code malf 15. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided pump reset information. The customer was advised to continue using the pump and instructed to call back if the malfunction code recurs, which the customer acknowledged and understood.